Event description:
The home pt (hp), while using a homechoice system, contacted technical svc rep (tsr) and reported that she needed to reprime the pt line extension. The tsr assisted the hp to reprime the pt line extension. Further investigation with the home pt revealed that she needed to reprime the pt line extension because she had left the home choice cassette pt line clamp closed. The home pt stated that she has experienced no injury or med intervention as a result of this event.